Manufacturer narrative:
Additional manufacturers narrative: device not evaluated by manufacturer - device repaired using tacho seal and remains implanted in patient. (B)(4). Device was reported to be oozing blood when circulation was restarted after implant. Review of manufacturing and qc records confirmed that the device was manufactured to specification. Sterilisation process review - review of the sterilisation records for the device confirmed there were no issues with sterilisation of device. No failure detected - vascutek's review has confirmed that there was no issue with the manufacture of the device. Manufactured to design specification. No results since no evaluation - the actual graft remains in situ and therefore is not available for manufacturer inspection. No further information is available from site regarding this event. Vascutek have carried out a review of similar events and the occurrence rate for this type of defect is found to be (B)(4) and therefore is very low. Vascutek now consider this case closed however the event type will be tracked and trended through the complaints monitoring program and if an adverse trend is identified corrective action may be considered at that time.

Event description:
The graft in question was implanted and circulation restarted. After a while the graft started to ooze blood at sutured segment between branch and the main trunk. Tacho seal was applied to stop bleeding.